Event description:
The pt originally received the single chamber pacemaker on (B)(6) 2012. On (B)(6) 2012, the pt had surgery to remove the pacemaker related to the purulent drainage in the left anterior chest wall. The pacemaker generator and lead were removed. The wound site was cultured on (B)(6) 2012, with results of "(B)(6)". The pt had temp of 101.2 with purulent drainage noted with ventricular fibrillation documented during the hospitalization. Pt expired on (B)(6) 2012, with cause of death documented as "aspiration pneumonia secondary to ventricular fibrillation arrest."